Event description:
It was reported via medwatch report (mw5039009) that the customer stated ¿cranial perforators for burr holes in skull, but did not stop after penetration through skull as expected¿. No further information on the event or customer contact details were provided.

Manufacturer narrative:
Customer contact details were not provided, therefore it is not possible to request the product return and conduct an investigation. If new information becomes available, a follow-up report will be filed. Unknown if device is available.